Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that some studies were only partially transmitted to iscv and a report performed could not be sent to iscv. This issue is problematic because certain images were not previously transferred, resulting in incomplete studies within iscv. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.